Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's bg (blood glucose) reached 476 mg/dl while wearing the pod between 24 and 36 hours. The pink slide did not move forward, indicating the pod did not deploy as intended. The patient's cannula was found bent when removed from the hip/buttocks. For treatment, changed pod and bolus for 5.5 units of insulin.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The pink slide was visible through the viewing window of the top housing. From the download data, the pod had run for 1045 pulses before being deactivated. No damages or other issues were found with the needle mechanism assembly components; therefore, no problem was found that would lead to a needle mechanism failure. Although the case description/symptom reports a bend/kink, no such damage was found within the soft cannula. However, a leak was observed in the exposed portion of the cannula. It could not be determined when this damaged occurred.